Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event began on (B)(6) 2015.

Manufacturer narrative:
Analysis of the neurostimulator found no significant anomalies; the battery was not in a new condition noting a power on reset message and a lost serial number. Analysis of the lead found no significant anomalies; the lead body was stretched. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v610572, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) for a clinical study, via a manufacturing representative, reported the entire system was explanted due to patient request, noting the patient no longer wanted the device. It was later reported there was a loss of therapy and the patient perceived a lack of efficacy; the therapy was ineffective. The patient recovered without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.